Manufacturer narrative:
(B)(4).

Event description:
It was reported that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6) 2022. During the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a 3 cm stone. However, the thumb ring broke. The tip failed to separate from the basket entrapping the stone and the basket stuck in the bile duct. A spyglass with ehl was then utilized but the stone was too hard to break. A sohendra lithotripter was used to manually detached the tip of the basket; however, the stone was not removed. A plastic stent was placed by the physician in order to drain the common bile duct. The stone will be removed at a later date. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of thumb ring break. Block h11 (correction): h6 (impact codes) has been updated.

Event description:
It was reported that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6), 2022. During the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a 3 cm stone. However, the thumb ring broke. The tip failed to separate from the basket entrapping the stone and the basket stuck in the bile duct. A spyglass with ehl was then utilized but the stone was too hard to break. A sohendra lithotripter was used to manually detached the tip of the basket; however, the stone was not removed. A plastic stent was placed by the physician in order to drain the common bile duct. The stone will be removed at a later date. There were no patient complications reported as a result of this event.